Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The evaluation confirmed some scratches on the insertion section of the subject device and peeling off of the bending section rubber. There were no other abnormalities in the subject device. The manufacturing record of the subject device was reviewed without irregularity related to this event. The cause of the damage could not be determined at present; however, considering the similar cases in the past, strong physical stress possibly caused the damage. If additional information becomes available at a later time, this report will be supplemented.

Event description:
Olympus was informed that the facility noticed that the bending section rubber of the subject device was peeled off and the metal parts were exposed when they withdrew the subject device from the patient. The facility reported that there was no abnormality in the subject device during the inspection before use, and completed the procedure without replacing the subject device. There was slight bleeding in the patient, but the bleeding did not need any additional treatment.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".